Manufacturer narrative:
Follow-up #1: date of submission 03/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/04/2016 with the following findings: investigation revealed that there was a horizontal blue line through the display. The display was replaced with a test display, and the test display was clear and legible with no visible lines. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. There is no indication that the product issue caused or contributed to an adverse event. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved.